Event description:
A low air/alternating pressure mattress malfunctioned causing a pressure ulcer to the coccyx of pt. As of this date the stage of the ulcer is unable to be determined. However, there is deep tissue involvement. The area is light purple in color and measures 3.0 cm x 1.0 cm. The setting on the pump for the air mattress was turned to lowest setting but did not lower air flow to mattress. Dates of use: 2008. Diagnosis or reason for use:#1 cva. #2. Lack of bed mobility